Manufacturer narrative:
The reported events were noise and mode switch. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of noise was confirmed. Final analysis of visual inspection found two external insulation abrasions breaching the outer insulation and exposing the outer coil at the proximal region. The cause of noise is consistent with friction to device can.

Event description:
It was reported that the patient right atrial (ra) lead exhibited oversensing noise resulting in inappropriate auto-mode switch. The ra lead was explanted and replaced on (B)(6) 2024.the patient was stable throughout the procedure.